Event description:
Ruptured acom aneurysm coiling with 2 coils: qc-4-8-3d, qc-3-6-helix. Premature detachment during deployment. The premature detachment led to protrusion and migration of one spire into aca. Antiplatelet therapy until next control (3 months).

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Axium registry information. Other countries pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries. Enrollment started in february 2008; enrollment ongoing. Target 300 patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.